Event description:
The incident involved a resident slipping out of a sling used for a mechanical lifting device. No injury occurred to the resident, however two nurse aides were injured catching this resident to keep him from falling. This was a new sling, first time used. Upon lifting the resident back to bed from the wheelchair, using the mechanical lift, the resident began to fall out of the sling. The aides had to move quickly and unexpectedly to keep pt from falling. They held his weight, protecting the resident. However, both employees had to be relieved of duty that day to seek medical care. One person was off work for seven and one-half days, and one missed one and one-half days with four days of light duty work. Upon examination of the sling, it was found that the clasp which hooks to hold the sling had a missing spring which resulted in the clasp opening when pressure was exerted upon it, such as the weight of the resident's body. The spring was never found. Another sling of the same brand and make was returned to the co for a problem in which the clasp was placed on backwards.